Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a system error 345 alarm was reproduced. A review of the event history log revealed multiple 'system error 345 - thermistor disparity' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification thermistor readings. The force sensor flex cable t o the input/ output (I/o) board requires adjustment to address this issue. During evaluation the device did not recognize an open door. The cause was identified to be a lower latch switch not functioning properly. The lower auxiliary requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.